Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement. An authorized field service engineer (fse) evaluated the device at the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.